Manufacturer narrative:
(B)(4). Reported event was confirmed by product evaluation. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the bent tip of the guide rod, as well as the markings within the thumb handle on the proximal end, demonstrated potential over tightening of the device. An over tightening of the screw threads would be consistent with the identified failure mode, fracture due to overload. A field communication for revised g7 positioning guide components cautions-the positioning guide rod should be assembled and tightened by hand only, and does not require additional tightening. The hex-shaped opening at the end of the rod is provided for instances when it cannot be loosened by hand and should not be used for tightening. Based on the condition of the returned device and sem analysis the root cause of the fracture was determined to be overload. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threads of the g7 positioning guide rod stripped and fractured during insertion of the rod. No impact to the patient was noted. The surgery was completed with backup product.